Event description:
N/a.

Manufacturer narrative:
Getinge field service engineer (fse) checked & opened to machine & checked all connection of fort end module pcb & further refitted it. Then observed to machine along with system trainer & ECG cable but not found ECG graph on display. Fse have need front end pcb for further testing purposes under cmc dt 16-07-2024 work done as per previous inspection report fse have replaced front end pcb module under cmc. Then checked all its parameters & found all parameters range are within range. Then replaced its safety disk as per po & replacement internal. Machine checked & handed over to department in good working condition.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cs300 intra-aortic balloon pump (iabp) unit ECG graph is not showing. There was no patient involvement.